Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of failure to remove stylet from lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the stylet was stuck inside the lead; and the connector pin and connector cap were found pulled from the lead body consistent with procedural damage. The cause of the reported event was isolated to the bunching of stripped stylet polytetrafluoroethylene coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, the stylet was attempted to be removed from the left ventricular (lv) lead but was unsuccessful. A new lv lead was used to resolve the event. The patient was stable with no consequences.